Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking of a normal saline infusion at the location between the connection of a maxzero and a non-carefusion/bd trifuse. The trifuse and maxzero were replaced and the infusion resumed without further incident. There was no patient harm.

Manufacturer narrative:
Correction: initial reporter address.

Manufacturer narrative:
Concomitant medical products: bd 10ml syringe of 0.9% nacl injection, usp, ref 306547, lot 6012897, exp 12/2018, therapy date 01/01/2016. The customer¿s report of a leak was not confirmed. Visual inspection showed no defects in the suspect or concomitant samples received. Functional testing and pressure testing resulted in no leaks. The root cause of the customer¿s report of a leak was not identified.